Event description:
Pt sustained possible burn to left anterior vaginal wall out to labia during vaginal hysterectomy. Using a valley lab ligature generator polysporin ointment applied. At the end of the procedure, physician noted abrasion of introital mucosa; unsure if this is heat injury, or mechanical abrasion. Sales rep set up the equipment for the surgeon's use; equipment returned to the sales rep.